Event description:
An electronic report was received from a hemodialysis user facility. The facility initially reported that the blood segment line separated. The report of this event was contacted for additional detail. It has been learned that a patient had started dialysis and just as blood entered the arterial line and was headed towards the dialyzer, the arterial line separated at the blood pump segment, causing an approximate 50 ml blood loss. The blood never made it to the dialyzer. The treatment was discontinued and no blood was returned to this patient. The rn placed a new set of lines on the dialysis machine, the patient was then re-connected for treatment and the treatment was able to be completed as ordered. There is no report of injury or ill effect to this dialysis patient from this event. The patient was discharged to home once the treatment was complete as ordered. There is no sample available for an evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect was found during DHR review. Lot meets all release criteria. Sample analysis: no sample has been received by fmc for evaluation. Conclusion: the reported complaint is not confirmed. Fmc na will continue to monitor trends. At this time, no corrective action is documented related to this complaint due to the complaint being not confirmed.